Event description:
No new information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient was charging and got 1707 code. Patient is charging directly on skin and is standing. The patient said they connect better when standing. They were advised to try leaning forward to make the stimulator more superficial. Patient was able to connect and was recharging the stimulator, it then disconnected. Patient services had the patient move the recharger 2-4 cm to the right of the center of the stimulator and then the patient got good coupling and then it went to excellent with 50% stimulator battery charge. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. Additional information was received on 2021-apr-19 from the patient. The patient called back with same issue, said had been working on this all day. When asked, the patient said ins battery is down to 10% and [the patient] wasn't consistent when [they] recharge the implant. The patient said they usually remembers at theend of the month to charge. Patient services reviewed troubleshooting steps, first had patient palpate area. At first, the patient said they only feel the tip and then said that they could feel the whole piece. The patient said that they stand when they recharge and use the belt. Patient services reviewed repositioning and provided reminders when it was time to reposition. Patient services reviewed recommendation to learn forward; however this did not resolve the issue. The patient decided they were going to contact their managing doctor to make arrangements to be seen to check the internal device. Additional information received on 2021-may-19 from the patient. It was indicated that the difficulty connection the recharger was determined to be that the internal device was at an angle , where they have to have a second person while siting. They need a second person while siting down the second person pushes and pulls on their skin to straighten device and order to charge. The depth location was unknown but at the lower right side. The issue has not been resolved yet.